Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported that during follow-up there was a type ia endoleak. The physician stated cause of the endoleak is unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films during index procedure, and earlier post implant films were not provided. From the post-implant films provided, at about 10 mm below the top of the graft fabric, the stent graft did not appear to be opposed to the right/posterior side of the aortic neck, and just distal to it, two local area of calcification was observed. Contrast was seen feeding the aneurysm sac, along the right/posterior wall, from a possible type I endoleak. It is possible that the calcification in the aortic neck on the right/posterior wall may have cause the stent graft to become unopposed to the aortic neck, which may have resulted in the possible proximal type I endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.